Event description:
The vacuum pump, accessory to the autowash 96, a 96 well microwell plate washer; is getting power (can hear a hum), but is not working and a burnt smell is reported. No death or serious injury was associated with this incident.